Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core. Review of device memory confirmed that the device had three class ii system faults due to thread ID mismatch which put the pg into safety core. No other faults were observed. The firmware was reloaded, and the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the thread ID mismatch was not able to be determined through laboratory testing. (B)(4).

Event description:
It was reported that during pre-implant interrogation this pacemaker was found to be operating in safety mode. The device was not used and was returned for evaluation.